Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6), 2006, the plaintiff was implanted with an ams sparc sling with the intention of treating her stress urinary incontinence. It was alleged that after and as a result of the implantation, the plaintiff has experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was also alleged that the plaintiff has, "experienced significant mental and physical pain and suffering, has required and/or will require additional, surgeries and medical treatments and has sustained permanent injury."